Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to light moisture damage to keypad traces. No button error alarms noted. The insulin pump was received with slightly loose drive support disk. The insulin pump was received missing end cap sticker, minor scratches on lcd window, cracked battery tube threads and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump alarmed button error. The customer's blood glucose was 82 mg/dl. She noted that the insulin pump was in her pocket leading up to the alarm. She also reported that the insulin pump sustained a crack between the reservoir and battery chambers. The customer's blood glucose was 130 mg/dl at the time of the event. She also observed a protruding drive support cap. She did not recall whether she had pressed the cap while connected to the device. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.